Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing has been performed and all results were within range specification. Sensor(B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified sensor scan result and did not experience any symptoms. Customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). Customer was unable to self-treat and a laboratory reading of 130mg/dl was obtained and customer was determined to have a "fine sugar level". Consequently, customer was treated with IV and sodium liquid by healthcare professional (hcp). No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified sensor scan result and did not experience any symptoms. Customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). Customer was unable to self-treat and a laboratory reading of 130mg/dl was obtained and customer was determined to have a "fine sugar level". Consequently, customer was treated with IV and sodium liquid by healthcare professional (hcp). No further treatment was required. There was no report of death or permanent impairment associated with this event.